Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump alarmed no motor movement. The customer¿s blood glucose level was 440 mg/dl and over 400 mg/dl. The customer was treated with manual injection. The customer declined troubleshooting for high blood glucose. Customer stated that insulin pump was not exposed to high magnetic field. Customer stated that they were able to clear alarm but not able to rewind the insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current test, active current test and self test. Insulin pump received with pump error 38 alarm during rewind due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms.